Manufacturer narrative:
During inspection and testing, service confirmed there was no image and also found all front panel lights were glowing. A review of the device history record found no deviations that could have caused or contributed to the reported issues. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely there was no image/no dvi output due to a faulty printed circuit board. However, a definitive root cause of the reported issue could not be identified. The cause of the faulty circuit board could not be determined. Based on the results of the legal manufacturer's investigation, it is likely the front panel lighting failure was due to a faulty printed circuit board. However, a definitive root cause of the reported issue could not be identified. The cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the digital visual interface (dvi) port was not working which resulted in there being no display on the subject device. This occurred outside of a procedure and there was no patient involvement. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service also found all front panel lights were glowing.